Manufacturer narrative:
In the previous report, adverse event was reported with life threatening in box b that has been updated to both and other. The health impact code grid has also been updated. Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973 and z-1974. In this report, box d, b, g has been updated/corrected.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.